Event description:
Baxter reported an effluent leak from the transfer set event when it was closed. There was no pt injury or medical investigation reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of an effluent leak. A broken occluder foot was found during visual/function evaluation. Potential root causes for broken occluder feet includes the pt overtorquing the twist sleeve in the opening direction. Renal quality engineering, plant manufacturing, and quality personnel will continue to monitor this product line for trends, and taken corrective/ preventative action as appropriate.